Event description:
It was reported that the patient¿s back had been hurting; this condition preexisted the implant. The implant did not provide 100% coverage for the patient. The device would not turn on and was not working. Although after speaking to the manufacturer representative (rep), the implant reportedly started working. Reprogramming, troubleshooting or other interventions did not take place and the cause of the event was not determined. The patient did not experience a loss of therapeutic effect but did have a loss of stimulation; it was unknown if this loss was sudden or gradual. The implantable neurostimulator (ins) remained functional. The patient did not have further concerns with their device or therapy and it was noted that their concerns were resolved after they had received assistance from their doctor or rep. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted:(B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted:(B)(6) 2013, product type: lead. (B)(4).